Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported the cycler alarmed for a drain complication in drain 4 of 7. While troubleshooting the cycler alarmed for air detected in the cassette. The alarm could not be bypassed and treatment was discontinued. When the cassette was removed fluid was found to be leaking from the cassette. The cassette was discarded. The patient contact was advised to contact the patient's nurse. During follow up the patient contact reported the patient did not have any adverse event associated with the leak.